Manufacturer narrative:
This lead was explanted on (B)(6) 2021. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2021. Upon receipt, the lead dextrus 53 (sn (B)(6) ) under complaint was found fragmented 9 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed a further cut into the insulation 37 cm proximal to the lead tip, which most likely resulted from the extraction procedure. However, a thorough analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. The lead dextrus 45 (sn (B)(6)) was not received for analysis. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the functions of the devices to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was programmed off due to diaphragmatic stimulation.